Event description:
It was reported that plastic part of a single port monopolar curved scissors instrument was broken out of 3-4 scissors. It is not yet clear when exactly the defect occured. There was no report of patient involvement.

Manufacturer narrative:
As of the date of this report, the single port (sp) monopolar curved scissors (mcs) instrument has not yet been received by isi for evaluation. Review of the provided image is consistent with damage to the tip of the adapter on a sp mcs instrument. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Manufacturer narrative:
The probable root cause may be attributed to possible installation issues or damage during use.

Event description:
Refer to h11 for follow-up information.